Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with common failure, f-66; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicine department upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with f-66 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be defective main battery. Main battery was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition.